Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to perform pressure accuracy test 3 or 4 times to evaluate consistency of data and to perform pressure accuracy tests per service manual revision k (provided). The customer tested the unit for pressure accuracy and was within specified limits. There was no instability of the measured pressures. No variation of ipap pressure was observed or measured. The unit successfully passed the required performance verification test.

Event description:
The customer reported pressure accuracy out of specifications. The (inspiratory positive airway pressure) ipap value varies intermittently the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.